Event description:
It was reported that the customer received an altitude alarm while the infusion tubing was being changed. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.